Event description:
It was reported that during a cervical nucleoplasty procedure using a perc dc wand, the ablate function was only working intermittently. As a result, the physician was unable to complete the procedure. The manufacturer was unable to obtain details regarding future treatment plans for this patient.